Event description:
On (B)(6) 2012, the reporter claimed the patient was hospital for dka after the subject pump had a power issue. On (B)(6) 2012, the patient awoke with blood glucose reading that was within the acceptable target range. At the time of concern, her insulin pump had no power. Later that morning, the patient's blood glucose reading began to elevate to 230 mg/dl and eventually to 270 mg/dl. At the time of concern, the patient reportedly had symptoms of nausea, vomiting, and chest pain. The patient was taken to the ER where his blood glucose tested at 390 mg/dl. He was admitted to the ICU and was treated with IV insulin. During troubleshooting, the animas representative noted the batteries on the subject pump as well as the subject pump were hot to touch when it was last replaced. In addition, there was moisture within the pump. There were no cracks in the casing or keypad. All keypad buttons responded normally. This complaint is being reported because the patient received medical intervention for dka after the power issue began on the animas pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the black box and history were not able to be downloaded. The pump would not power on. On examination, there was visible moisture in the display lens. Functionality test was not able to be performed due to the pump not powering on. A leak test was performed and revealed a leak in the display lens. The battery compartment was cracked from the threads to the case seal. There was visible corrosion in the battery compartment and on the spring of the battery cap. The pump cover was removed for investigation and revealed all internal surfaces were extremely corroded with moisture present.